Manufacturer narrative:
Additional devices listed in this report: cat#: description: lot#: a 6519-t-100, uni adaptor sleeve v40 ti, unknown. A 6519-1-044, delta un.fem hd 44mm r44 16/18, unknown. A 9390110, exeter 2.5 I m plug 10mm, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The patient is unable to sit for longer than 20 minutes, sleep is highly disrupted, and the patient is in constant pain requiring ongoing medication.